Event description:
The customer reported that a patient sample was forward typed as group ab but reversed typed as group a with erytype s abd+rev.a1, b on tango optimo. The customer repeated the sample testing using the tube method. The patient resulted as group a. The customer announced to send in the material for investigational testing. We are still waiting for the supposedly defective product and the patient sample that had caused false positive in forward testing. The affected tango optimo was inspected by a field service engineer. We are waiting for this report.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported that a patient sample was forward typed as group ab but reversed typed as group a with erytype s abd+rev.a1, b on tango optimo. Tango optimo did not catch this discrepancy and neither did the daily journal report give a flag for this result. The customer missed this result and validated the result. The customer repeated the sample testing using the tube method and stated the patient resulted as group a. The customer did neither provide the patient sample nor a sample of the allegedly defective erypype s abd rev a1,b lot for investigational testing. Therefore our quality control laboratory tested their retained sample of erypype s abd rev a1,b with 12 different edta samples. All positive respectively negative results were correct. We did not observe any false positive reactions. Testing in our quality control laboratory showed that the allegedly defective lot of erypype s abd rev a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.